Event description:
It was reported that during a pump replacement procedure (replacing due to expected longevity) the proximal portion of the catheter could not be aspirated. The physician noted a small hole somewhere along the proximal piece as well. It was decided to replace the proximal portion of the catheter. The physician noted good flow at the spinal portion so that portion was left in place. Further, programming was discussed. The programmer had showed the current catheter as ¿other/unknown¿ with a volume of 0.213 ml but the physician was not confident that this was accurate. The physician noted the catheter marking in spinal segment showing 34.4 cm, where the catheter was cut and the physician planned to use that as the starting point. The patient was tobe kept in the intensive care unit for monitoring following the procedure. This device system delivered hydromorphone, bupivacaine, and baclofen. Additional information was requested. It was further provided that the patient experienced no symptoms as a result of the catheter issue. The patient was reported to be doing well and was given a personal therapy manager (ptm) for breakthrough pain as planned. The patient's concentration had not change and was the same prior to pump replacement.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: 2006-(B)(6), product type catheter, product ID ne u_unknown_prog, product type programmer, physician. (B)(4).